Event description:
On 11/20/97, a 30 y/o female pt underwent a hysteroscopic myomectomy (removal of a uterine myoma/fibroid). Gynecare's versapoint electrosurgical device was used by the treating physician. It was reported that the procedure took approx 1 and 1/2 hour and was completed with no complications. It was also reported that the versapoint device functioned properly throughout the procedure with no failures. The pt was subsequently transferred to the post operative recovery room in stable condition. She died 58 minutes later. It was reported that the cause of death was cardiac arrest. Based on the info that was reported to gynecare by the treating physician, it did not appear that the pt's death related to the versaport device. Further investigations are currently underway to verify the cause of death and any relationship to the versapoint device.